Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular(rv) lead had poor sensing values and was under sensing. The rv lead was capped and replaced on (B)(6) 2021. Patient was stable and discharged.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular(rv) lead failed to sense. The rv lead was capped and replaced on (B)(6) 2021. Patient was stable and discharged.